Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and reader was observed to be damaged due to use related issue, crack next to the button. The customer returned usb cable with the reader. Customer stated that their reader was not powering on. Reader did not power on with button depression, test strip or usb cable insertion. Reader was connected to computer and approved software was not able to recognize the reader. Built-in reader test was unable to be performed. Visual inspection was performed on the usb charger and charging cable and no issues were observed. No opens or shorts were observed. Usb charger and charging cable passed testing. The returned reader was further investigated and de-cased and visual inspection was performed. Stm processor was present. Burn marks were observed at u13, u4 and l6. Liquid contamination was observed on reader's pcba (printed circuit board assembly). Therefore, this issue is not confirmed to use due to liquid contamination. The adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time adapter has not yet been received. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.